Event description:
The pt was implanted with a left ventricular assist device. An (B)(6) report was rec'd which stated: "pt has partly open chest, bend relief partially exposed." Add'l info was provided by the surgeon on (B)(6) 2012, which stated that the pt developed cellulitis over the chest area and was admitted for treatment. Antibiotics were administered and a surgical procedure was scheduled. A sternotomy was performed and the graft and previous sutures covering the bend relief were removed. The area was copiously irrigated with antibiotics. The bend relief collar was then put into position to secure the bend relief down to the pump and it was secure with sternal wires. The complete closure of the area was performed and the pt remains ongoing.

Manufacturer narrative:
The pt remains on going with the implanted device. The attached user facility report was rec'd from the (B)(6) registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.